Manufacturer narrative:
Out of warranty; no mfg service requested.

Event description:
The customer reported that the ventilator went vent inop during use on a patient due to an occurrence of a data acquisition pcba adc reference failure. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the manufacturers product support engineer recommended the customer check the connections of the data acquisition to motor controller cable. The customer reported the connections seemed ok but disconnected and reconnected them as a precaution. The customer reported he was unable to duplicate the vent inop occurrence during checkout.